Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, the consumer reported the spinal cord stimulator (scs) helped with her sciatica but it did nothing with the back pain. It had been this way since the patient was implanted. The patient had the stimulation turned off at the time of the report. When the stimulation was on, the patient felt it in both of her legs, but not her back where she needed it. The patient had pain in her legs (B)(4) of the time and could not walk far and then have to stop and rest. It was noted the stimulator did not bother the patient, and she just had this if she was walking. The patient had been going back to her healthcare provider (hcp) every month since implant and it still had not done anything for her back. It was also uncomfortable where it was implanted in the patient¿s back since implant. The patient was a back sleeper and at night had trouble sleeping on her right side because of where it was put in. There were no falls or traumas that could have been related to this event. Relevant medical history included failed back surgery syndrome and spinal pain. No causes, interventions or outcome were reported regarding this event at this time. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. On (B)(6) 2017, additional information was received from the patient via the manufacturing representative reporting that the patient had pain at their ins site since they were implanted. The patient requested that their battery be removed. An explant was planned but not yet scheduled. It was reported that it was unknown what was causing the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.